Event description:
It was reported that the patient had admitted to the intensive care unit (ICU) with diabetic ketoacidosis (dka) on (B)(6)2026. The patient's blood glucose levels reached more than 400 mg/dl while wearing the pod longer than 48 hours. It was reported that the patient believed the cannula wasn¿t inserted into the skin properly at the infusion site (abdomen). Symptoms reported included feeling very hot and the patient also had the flu. The patient was treated with intravenous insulin and intravenous fluids. The pod was discarded. The patient was released the following day, on (B)(6)2026.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.